Manufacturer narrative:
The returned ipg was analyzed and passed the visual inspection. However, the ipg was unable to be recharged after three four-hour charge cycles. The device was cut open and exhibited high sleep current. Electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post-revision procedure. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. A labeling review was performed. This review determined the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device; this includes lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high output ultrasound and may require explantation as a result of damage to the device. It is also noted that, x-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The event was confirmed. Based on the labeling review, objective evidence from the field and testing of the returned device, engineers concluded that the ipg was likely damaged unintentionally during a prior non-device related procedure where a plasma blade was used.

Event description:
It was reported that following a lead revision procedure where a plasma blade was used, the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was unable to be charged. In addition, a message indicated that the remote control (rc) and clinician programmer (cp) were unable to establish communication with the ipg. Consequently, the patient underwent an ipg replacement procedure and has since been doing well, with sustained postoperative pain relief.

Event description:
It was reported that following a lead revision procedure where a plasma blade was used (see MFR. Report 3006630150-2025-07054), the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was unable to be charged. In addition, a message indicated that the remote control (rc) and clinician programmer (cp) were unable to establish communication with the ipg. Consequently, the patient underwent an ipg replacement procedure and has since been doing well, with sustained postoperative pain relief.